Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had moved and their health care provider (hcp) was now 50 minutes away from them and requested a closer hcp who would be able to change their battery because it had died. The patient services specialist (pss) asked the patient to verify if they saw the end of service (eos) message and patient verified that they do not remember seeing a code on their programmer indicating that the implant was dead. Patient stated that they were unable to increase or decrease stimulation and it was not working because they were back to having urgency again. Patient noted that they stopped feeling stimulation probably six months ago and always had to increase stimulation, but they mentioned that they were able to increase stimulation at that point. Trouble shooting could not be done because of lack of access to the product, since patient had just moved and it was in a box somewhere. Patient was redirected to follow up with the hcp and physician listings were sent to the patient. It was reviewed for patient to call back once they had their programmer for further trouble shooting as well since it was noted that patient was unable to increase or decrease and did not know what came up on their programmer screen. No further patient complications were reported /anticipated as a result of this event.